Event description:
A malfunction alarm occurred, identified by code malf 9. There was no reported impact to the customer's blood glucose level, and specific values were unknown or not disclosed. The customer was assisted by technical support in resetting the pump using provided reset instructions. After the reset, the malfunction did not recur, and the customer continued to use the pump for insulin therapy.